Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 189 mg/dl. Customer stated that, her insulin pump went out and her sugars has been in the 450's mg/dl and changed her site and she got no deliveries initially, but the last few times she did not get a no delivery her sugar was just extremely high. Customer reported the following symptoms related high blood glucose were weakness and nausea. Customer treated high blood glucose with pump, and syringe. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.